Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The patient's blood glucose level was 360 mg/dl to 440 mg/dl. The blood glucose levels decreased to normal values after the patient treated with pen therapy.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.